Event description:
It was reported that customer was hospitalized due to high blood glucose and insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose during the emergency visit was 30.5mmol/l. Customer had diabetic ketoacidosis. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error, occlusion or excessive no delivery alarm tests due to the motor error alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a missing end cap sticker and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.